Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose monitor. Customer reported receiving a lab reading of 90 mg/dl and 161 mg/dl on her meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.